Event description:
The consumer reported the following change in therapy: stimulation in an undesired location. It was stated they felt like their stimulation needed to be adjusted again. It was noted the leads may have scarred in a little more. The consumer stated that the stimulation was little farther down than they would like it to be. It was noted they hadn't had any falls or trauma, but they had started going to the gym again and was slowly increasing activity. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.